Event description:
The report from the field indicated that: hub came off of the sds at the target lesion site. This occurred after the stent was positioned in the lesion and the tech was attaching the inflation device. The target lesion was the proximal left anterior descending artery and there was not any unusual torquing that occurred during advancement. There was no patient injury. The procedure was successfully completed with another product. And the product was clinically used. The product has been returned for analysis, the results of which are pending.

Manufacturer narrative:
In general practice, the sds' are negatively prepped by the physician on the table prior to entry into the patient. The guidewire lumen hub is flushed through with heparinized saline. The stent is loaded onto the wire and advanced to the lesion site. This is done without connecting to the inflation manometer, which makes it easier for the physician to maneuver the sds through the anatomy. Once the stent is positioned within the lesion site, the inflation manometer is connected in the neutral position and the stent is deployed. Additional information will be submitted within 30 days of receipt.